Event description:
Catheter was used in procedure related to aortic descending coarctation in a pt. Balloon burst, catheter was withdrawn through femoral artery insertion site. Balloon fragments were missing. Pt was taken to operating room for removal of fragments.